Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years ago.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. No other information could be obtained.